Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer kept failing while it was open and in use. The customer mentioned that the drawer was failing during procedures and while inventorying pockets. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 half high matrix was not successfully closed. The field service engineer (fse) determined that the drawer 2.2 half high matrix did not close successfully without being forced, and drawer 2.1 failed to unlock for the customer. The station was powered off, and the half height drawer 2 was removed from the device. The hard stop was loosened and adjusted closer toward the back of the drawer, allowing the latch to lock successfully onto the hard stop. Once the adjustment was completed, the drawer was replaced within the cabinet. The hardware was rebooted, tested, and confirmed to be functioning properly. The system functioned as intended after the field service engineer (fse) resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer kept failing while it was open and in use. The customer mentioned that the drawer was failing during procedures and while inventorying pockets. However, there were no delays or adverse events or injuries reported based on this event.